Manufacturer narrative:
The fse replaced the hgb chamber and aligned the hgb components to achieve acceptable hgb readings. (B)(4).

Event description:
The customer reported platelet (plt) background failures on a unicel dxh 800 coulter cellular analysis system. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. While on site, the fse found that the hemoglobin (hgb) chamber appeared cloudy. In addition, blank readings had dropped and become increasingly erratic. There were no erroneous patient results generated and patient treatment was not impacted in connection with this event. This report addresses the hgb chamber issue; please see MDR 1061932-2014-02002 for the report that addresses the plt background issue.